Manufacturer narrative:
(B)(4). Concomitant medical products: max cr-lip dcm brng 12x79/83 item#11-146372 lot#358690 , kne-maxim-femorals-unk lot#unk item#unk, kne-maxim-tibial trays-unk lot#unk item#unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. No compatibility check was performed. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034- 2017-11417.

Event description:
It was reported that a patient underwent a revision one month after a knee arthroplasty procedure due to infection. Attempts have been made and no further information has been provided.